Manufacturer narrative:
Manufacturing site evaluation: on-going.

Event description:
Before surgery the connection between screw and downtube was examined everything worked. However, during the surgery when introducing the rod, the downtube separates from the screw (screw detached) and the screw could not be fixed. "By spreading with the removal key" the screw could be repositioned and fixed operative time extension over 15 minutes and operative was successfully completed.